Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: during follow up wit the account the following info was provided: birth date: (B)(6), male, implant date: (B)(6) 2017. (B)(6). It was reported that patient did not have any visual issues however, was not happy with his correction. Account reported there were no complications (incision enlargement, vitrectomy, or capsule tear) when removing the lens. The replacement lens is a non j&j lens. Patient is doing fine. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post implantation of an intraocular lens patient reported being dissatisfied and the device was explanted. Product is not being returned. No further information was provided.